Event description:
It was reported that a ax55b was used during an unknown procedure. It was reported by the affiliate that when the jaws are opened after firing, the staples did not stay in place. There was no consequence to the pt.